Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6) 2008, to treat her symptomatic cystocele, vaginal vault prolapse, and urinary incontinence. Reportedly, post-operatively the patient experiences pain, dyspareunia, infections, incontinence, other urinary problems, and protruding of her bladder (date/s of onset and specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.